Manufacturer narrative:
An investigation revealed that the cause of the reported detachment is due to the customer installing the light handle cover on a product that is not marketed for its use. The customer stated that they were in fact using the wrong light handle cover. The user facility was provided the correct light handle cover to be utilized with their surgical lighting systems. No additional issues have been reported.

Event description:
The user facility reported that their lb53 light handle cover fell off into the sterile field. The procedure was completed successfully following a short delay. No report of injury.